Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was having high blood glucose due to his issues with the infusion sets. Customer stated that his blood glucose was 500 mg/dl and treated with injection to bring blood glucose down. Customer stated that he had gone through 4 infusion sets and 2 did not work. Customer stated that infusion set did not stick, and another set was leaking. Customer mentioned that insulin pump alarmed motor error a week ago. Troubleshooting was done. Advised the customer the infusion sets would be replaced. No further information provided.